Event description:
It was reported that this device has been showing a significant longevity decrease. The power consumption has been over the expected behavior, therefore a premature battery depletion was identified. The device remains in service at this moment. No adverse patient effects were reported.

Event description:
It was reported that this device had been showing a significant longevity decrease. The power consumption had been over the expected behavior, therefore a premature battery depletion was identified. The device has been explanted and a new device was implanted. The device has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of the h10: additional MFR narrative field. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device had been showing a significant longevity decrease. The power consumption had been over the expected behavior, therefore a premature battery depletion was identified. The device has been explanted and a new device was implanted. The device has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. Patient code 3191 captures the reportable event stating that the patient was sent to surgery.

Event description:
It was reported that this device had been showing a significant longevity decrease. The power consumption had been over the expected behavior, therefore a premature battery depletion was identified. The device has been explanted and a new device was implanted. The device has been returned for analysis. No additional adverse patient effects were reported.